Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Upon receipt of additional information it has been determined that the reported device did not cause or contribute to the event.

Manufacturer narrative:
(B)(4). Medical products - tibia cemented 5 degree stemmedright size c catatlog #: 42532006402 lot #: 63047871, all poly patella cemented 35 mm diameter catalog #: 42540000035 lot #: 62888969, articular surface fixed bearing posterior stabilized (ps) right 13 mm height catalog #: 42521400413 lot #: 62747305, femur cemented posterior stabilized (ps) standard right size 5 catalog #: 42500605802 lot #: 63049093. The complaint device has not been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch 3500a will be submitted. : remains implanted.

Event description:
It was reported that the patient is experiencing pain, radiolucency around the tibial baseplate and possible tibial loosening. No revision procedure has been reported to date. Attempts have been made and no further information has been provided.